Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic ligation of internal hemorrhoid performed on (B)(6) 2026. During the procedure, the bands were stuck together and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no difficulties setting up the device. There were no patient complications reported as a result of this event. The patient's condition following procedure was reported to be stable.